Manufacturer narrative:
No button error alarm noted during testing. Device had intermittent up button response due to corroded keypad traces. No unexpected numbers ramping/scrolling during testing.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the button of insulin pump was stuck. The customer¿s blood glucose level was unknown. The customer stated that the information on the display was ramping and scrolling when trying to program a bolus. The insulin pump will be returned for analysis.